Event description:
It was reported the device was used during a laparoscopic cholecystectomy in 2003. During this procedure, the surgeon could not penetrate the peritoneum due to tenting and the blade exposed for a long time on the fourth puncture. Three days later, the surgeon conducted re-operation due to bleeding from drainage. During the re-operation the surgeon noticed that the duodenum was perforated. It is believed the perforation is from the trocar blade used 3 days prior. However, during the original operation, the surgeon states "he did not notice damage or bleeding of duodenum." The perforation was repaired using sutures. There are no other reported patient consequences.